Event description:
During surgery, the head of a cervical plate screw sheared off. Head of screw was returned to pioneer for eval, but surgeon did not remove the threaded portion of the screw from the pt.

Manufacturer narrative:
Head of screw was evaluated and no conclusive evidence could be gathered. There is a deep groove in the head of the screw which may suggest that the screw broke due to the angle of the insertion and the surgical technique used combined with the over insertion of the screw into the bottom of the plate.